Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18033. It was reported that a patient presented on (B)(6) 2021 for a routine generator change procedure. During the procedure, it was noted that the patient's right atrial lead could not be removed, and that there was a black color on the metal of the pin connector as well as a yellow discolored header on the patient's pacemaker. The right atrial lead unraveled while attempting to remove the lead, so the physician elected to cap the lead. The physician also broke off the header of the device while attempting to remove the connector. The pacemaker was explanted and replaced without further consequence, and a new atrial lead was not placed. The patient was discharged post-procedure.